Manufacturer narrative:
The actual sample was not available for eval and lot number was not provided to baxter. However, a medical assessment performed by a baxter medical director determined: "while it is possible that the pt had potentially come to the ed with symptoms of peritonitis due to, perhaps, improper care for the access site, it appears that the cause more strongly linked (temporally) would be the reported reuse of the minicap. With the info available, the case is MDR reportable as a use error." Baxter is monitoring issues like this. The mfg facility has been made aware of this report through baxter's complaint management tracking system. Should significant info becomes available a follow-up report will be submitted.

Event description:
On 1/5/07 a home pt (hp) contacted baxter technical services center regarding a low drain volume alarm during drain 2 of 4. The technical svc rep (tsr) was unable to resolve the problem over the phone and advised the hp to contact pd nurse for further instructions. Add'l info obtained from hp's nurse and pt's spouse: reportedly, the hp had a catheter in place for approx. 4 years prior to these events. Catheter was originally implanted in hp, because it was believed hp would need pd therapy at that time, but hp's kidneys improved, therefore, no pd therapy was needed, however, catheter was not removed from hp. Per the spouse, hp still required draining of peritoneal fluid approx every month. In 2006, hp went to hospital ER, because hp was "feeling bad". The hospital's ER doctor took a sample of hp's peritoneal fluid using a syringe. While getting sample using a syringe, the ER doctor at cannon hospital removed hp's minicap from catheter, retrieved a sample and then placed the same minicap (reuse) on catheter. In 2007, the hp transferred to different (watauga medical center) hospital. Hp's effluent was found cloudy, and the pt was diagnosed with gram-positive peritonitis. The suspected root cause of the peritonitis was the reuse of minicap by hospital ER doctor. The hp was treated 2 times with vancomycin, 2 grams. At the hospital the pt received a pd training. Date of discharge from medical center is unk. Hp was treated with vancomycin at hp's dialysis center eleven months ago. Two days later. On the same day, hp was admitted again to medical center and diagnosed with leukocytosis and pseudomembranous colitis, complication of the antibiotic therapy for peritonitis. Cell counts were performed, (no dates provided) during hospitalization with results of 28,000, 30,000 and 8500 wbcs. The hp was treated with flagyl 250mg 4 times daily for 10 days. However, the pt recovered, and was discharged from the hospital eight days later.